Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement.manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site and confirmed the failure. No faults could be found with the pressure transducer printed circuit board. The reported failure was resolved by reinstalling the expiratory cassette membrane. The root cause to the reported issue could not be established by this investigation.